Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. No issues were noted with the tip section of the device. The balloon was partially unfolded and contrast media was visible within the balloon which indicated it had been subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied. The balloon could not be inflated due to a blockage within the inflation lumen. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the solidified media before further inflation attempts were made. On removal from the bath the returned device was again attached to an encore inflation unit, positive pressure was applied and again the balloon could not be inflated. An examination of the lapweld area, through the balloon identified no issues or damage. Further analysis was performed to determine the location of the inflation failure, as a result the shaft was dissected at various intervals while under positive pressure, and the blockage was determined to be inside the manifold/strain relief. The device was then dissected further at the manifold/strain relief and a blockage of solidified contrast media was identified within the inflation port of the manifold/ strain relief. This solidified contrast media prevented the balloon from inflating during device analysis. A microscopic and visual examination of the balloon material could not identify any tears or pinhole leaks that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilataral anterograde approach. The 80% stenosed target lesion was located in the shunt in the mildly tortuous central subclavian vein. After a 035 non-bsc guidewire crossed the lesion, a 9.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion at 10 atmospheres and was further inflated at 13 atmospheres. However, the indeflator gauge became unstable and could not maintain pressure. Deflation was performed and the device was completely removed. However, the distal side of the shaft had leakage and balloon rupture was noted. The procedure was not completed as same device was unavailable. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral anterograde approach. The 80% stenosed target lesion was located in the shunt in the mildly tortuous central subclavian vein. After a 035 non-bsc guidewire crossed the lesion, a 9.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion at 10 atmospheres and was further inflated at 13 atmospheres. However, the indeflator gauge became unstable and could not maintain pressure. Deflation was performed and the device was completely removed. However, the distal side of the shaft had leakage and balloon rupture was noted. The procedure was not completed as same device was unavailable. No patient complications were reported.